Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) died. Allegations were made that this device did not deliver therapy as it should have at the time of the patient's death.